Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 600 mg/dl with nausea, polyuria, and polydipsia. Treatment included food and/or drink, insulin via pump and insulin injections, per the health care provider's advice. During troubleshooting, customer support found no potential causes of inaccurate delivery or causes for the bg excursion. Basal and bolus histories were as expected, and the pump correctly calculated the recommended bolus total. Trouble shooting did not reveal any delivery issues, but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: unable to duplicate reported complaint. The pump history shows the last bolus and the last basal were delivered on (B)(6) 2014. The black box shows a manual time change on (B)(6) 2014 from 16:34 to 15:34. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately . Unrelated to the complaint, the display screen has a pinkish contrast and the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.